Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon and stent damage occurred. The target lesion was located in the calcified left anterior descending artery. While being advanced, the stent became stuck on calcium in the artery. The physician attempted to withdraw the stent and friction was noted. It was also observed that the stent moved on the balloon and became deformed. No patient complications were reported and the patient's condition is stable. Additional information has been requested and is not available.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).